Event description:
It was reported that the t:slim x2 pump battery would not charge properly, and the charging connection was unstable, requiring the cable to be held in place to charge. There was no adverse impact on the customer¿s blood glucose level. Customer support instructed the customer on how to prevent further damage to the usb port and advised allowing the pump battery to deplete fully before returning it. Subsequently, a replacement pump was sent, and the customer was instructed to return the problematic pump using the provided return box and pre-paid label.